Manufacturer narrative:
Additional information: the complaint sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The user facility could not provide the lot number of the naturalyte liquid acid concentrate in use during the patient¿s final hd treatment and the naturalyte liquid acid concentrate was received from a third party distributor. Therefore, a records review was not able to be performed. Although a records review was not able to be performed, all device history records (DHR) are reviewed and released according to the "review and release of device history record" standard operating procedure (sop) document. Product is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the product used during the reported event. However, naturalyte liquid acid concentrate products are manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. No patient medical records were made available; therefore, there is no way to confirm a causal relationship between the naturalyte liquid acid concentrate and the patient's death.

Event description:
Follow-up information was provided which revealed that no dialysate sample was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Although requested, the hospital's director of risk management indicated that no patient medical records will be provided for this event. Plant investigation is in process. A supplemental report will be submitted upon completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A biomedical engineer requested an on-site evaluation for a 2008k hemodialysis (hd) machine after the occurrence of a patient adverse event. Follow-up information was provided by the director of risk management for the hospital who revealed that a patient coded approximately 2.5 hours into the hd treatment. In addition to the 2008k hd machine, the facility was using a fresenius optiflux 200nr dialyzer and naturalyte liquid acid concentrate. The patient was reportedly having trouble speaking, and then after noting that they did not feel well, began to vomit. Approximately 1 liter of normal saline was infused. No machine alarms were generated prior to the incident. The ultrafiltration (uf) fluid removal was noted as being 1916ml. The patient treatment was terminated, the patient was disconnected from the unit, and then brought to the emergency room (ER). The patient expired in the ER. The cause of death is not known. No product malfunctions observed, alleged, or identified during the hd treatment. The patient started hd therapy on (B)(6) 2016 and had 7 treatments as an outpatient. A fresenius regional equipment specialist (res) performed an on-site system evaluation on (B)(6) 2016. The res verified proper operation of the machine and performed the uf problem identification checklist procedure. All tests passed. The machine currently remains out of service. The dialyzer is available for evaluation by the manufacturer. A sample of the acid in use during the treatment is available for analysis and has been requested.